Event description:
It was reported that this lead was unable to be successfully implanted as it showed no signs of pacing or sensing at all. Reportedly, the pacing system analyzer (psa) cables were tested and swapped, however, this did not resolve the situation. The implant procedure took place without the presence of a boston scientific representative, therefore, there is no further information regarding this case. No additional adverse patient effects. The lead is expected to be returned for analysis.

Event description:
It was reported that this lead was unable to be successfully implanted as it showed no signs of pacing or sensing at all. Reportedly, the pacing system analyzer (psa) cables were tested and swapped, however, this did not resolve the situation. The implant procedure took place without the presence of a boston scientific representative, therefore, there is no further information regarding this case. No additional adverse patient effects. The lead is expected to be returned for analysis. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of failure to sense and failure to capture.